Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable has been ordered.

Event description:
The customer reported the system stopped and failed to create exposure. No report of pt injury.